Event description:
It was reported that the user could not see dexcom g7 glucose readings on the ilet prior to the call, then glucose readings became visible during the call after a new sensor had been placed, consistent with intermittent communication and signal loss; the issue involved the ilet-dexcom interoperability and implicates the antenna/electrical communication pathway. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and the user reported that glucose management was not affected. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a transient communication interruption between the cgm and the ilet without persistent malfunction, as device readings resumed and functioned as expected. It was concluded, based on previously established findings for similar reports, that the cause was a temporary signal loss related to external communication conditions.